Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: review of the black box data revealed data from june 7, 2015 through june 15, 2015. The black box data from the complaint date had been overwritten due to continued patient use. Investigation was unable to confirm or duplicate the complaint during investigation. On examination, the battery compartment was intact without damage. The pump powered per normal operation using the cap that was returned with the pump. The battery cap fit securely to pump. Electrical currents were evaluated and found to be within required specifications. A battery life issue was not duplicated during investigation. The pump was opened for investigation and did not reveal evidence of damage, defect or contamination.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.